Event description:
Cyclosporine calibration ongoing, unresolved issues. Abbott instrument name: i2000 reagent lot #s: 25040m800, 31327fp00 and 33452fp00. 2 calibrator lot #s: 85k29321 and 85k29421. Manufacturer response for laboratory analyzer, abbott architect (per site reporter): multiple site visits by various abbott representatives to troubleshoot calibration issues, in addition abbott's recommendation to initiate circuit board replacement. Due to unresolved issues that have spanned over six months, it was determined that the lab would not proceed with further troubleshooting. The lab has discontinued use of the abbott architect for the cyclosporine analyte, which is being analyzed on another instrument the exl expand, resulting in additional costs in nih renewing the exl expand maintenance and reagent contracts.